Event description:
A nurse reported that while using this product during a cataract surgery, the consistency of the product caused the product delivery to be unpredictable which resulted in a torn capsule. She reported the surgeon had to alternatively perform an anterior vitrectomy. The nurse was unable to provide the pt's status. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not bee received. (B)(4).